Event description:
Info was received that reported a pt was hospitalized for hyperglycemia. Reporter stated that they are unsure what caused the high blood glucose levels that led to the hospitalization, but would like a replacement for the pump. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.